Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and confirmed that the glass surface was deteriorated and the subject device did not light up. Also the subject device had been used for 400 hours, and manufactured on february 2014. The exact cause of the reported event could not be conclusively determined, but there was the possibility that this phenomenon was attributed to the aging degradation of the subject device due to long term use. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an unspecified procedure, the subject device (examination lamp) was extinguished suddenly and an emergency lamp in the light source lit up. The procedure was completed with the emergency lamp. There was no report of patient injury associated with this event.